Manufacturer narrative:
No product problem was identified. The root cause of the event was found to be related to the laboratory's power line fluctuation.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 139.6 pg/ml with flag. A new sample was collected from the patient two hours later and the troponin result was 3.70 pg/ml. The difference in results prompted the customer to repeat the first sample and the repeat results were 3.97 pg/ml, 3.95 pg/ml, and 3.25 pg/ml.

Manufacturer narrative:
The reagent lot number is 726126. The expiration date was not provided. The customer site has had dedicated power line fluctuation issues to the analyzer in the past. The investigation is ongoing.